Manufacturer narrative:
(B)(4).

Event description:
Following implant, the pt developed an infection. The issue was resolved by moving the pump to the other side of the pt's body. It was noted that the pump was implanted as part of a study and the pt now wanted to have it explanted. The pump was currently delivering morphine and fentanyl; the drug being delivered at the time of the event was unk.